Manufacturer narrative:
Visual inspection revealed that the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Electrical continuity test was performed and the device was found within specification. No shorts or opens were detected. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
Reportable based on analysis completed on january 12, 2022. During an ablation procedure to treat atrial fibrillation an intella nav oi catheter was selected for use. During maximum catheter curving using the control mechanism the catheter disappeared from the screen and the magnetic sensor coil error appeared. The catheter was replaced with another catheter of the same model and the procedure was completed. No patient complications were reported. Analysis of the returned device reveled that the irrigation extension tubing was found detached/separated from the luer fitting.